Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump volume was too low to hear. The customer's blood glucose level was 14 mg/dl. Customer continued to use the pump for insulin therapy.